Event description:
A coronary stent with delivery system was successfully advanced to the target lesion site in the pt's circumflex artery. During deployment attempt, the stent dislodged from the balloon catheter to an unknown location. The pt was sent for coronary artery bypass graft surgery. Surgery was successful and there were no add'l clinical sequelae reported relative to the event.